Event description:
Customer initially called to question a blood result of 79 mg/dl she received on her contour meter. She felt it was too low. No adverse event alleged. While troubleshooting she stated that she received a control result of 205 mg/dl. Normal control range is approximately 105-145 mg/dl. She declined further troubleshooting. No product expected to return for evaluation. No product sent.